Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a reintervention due to lead displacement (confirmed by x-ray), the physician had difficulties to loosen the ventricular set-screw with an unspecified screwdriver. Upon removal of the silicone cover, loosening was accomplished using a "st. Jude l type screwdriver". The lead was repositioned and another pacemaker was subsequently implanted. The physician indicated that it is unk, if clicking of the screwdriver was obtained during the implant procedure of the subject device.